Event description:
It was alleged that with the flow sensor connected, the ventilator was turned on. As the unit was turned on, a flame and smoke emitted from the flow sensor. The incident occurred prior to connecting the unit to a pt. No pt injuries resulted from the incident.